Manufacturer narrative:
Correction/removal #: 2032227-060322-002-c. (B)(4). S/w ver 4.11e. Retainer = black. The pump was returned for the rejecting new batteries and broken battery cap. The following will be performed: download the pump trace/history files utilizing thus and review the downloaded trace/history files for any unexpected power/battery related alarms or anomalies near the event date and record. Generate a power management graph and review for anomalies. Perform the self test, sleep current measurement, active current measurement, and displacement test. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power/battery related errors noted during testing or found in the pump history for the week prior to the event date, (B)(6) 2021. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted during visual inspection and a test p-cap does lock into place inside the reservoir compartment properly. The pump was received without the original battery cap. Unable to verify battery cap damage due to missing battery cap. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that failed batt test, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.